Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was not able to push reservoir through tube. Customer continued to attempt and reservoir broke into pieces. Customer's blood glucose was 160 mg/dl. Reservoir would be replaced.